Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a 29 year old female patient had hernia repair surgery on or about (B)(6) 2009. During the hernia repair surgery, the surgeon implanted a strattice mesh, reference no. (B)(4). After surgery, the patient returned to the hospital on or about january 30, 2015, was diagnosed with a recurrent incarcerated incisional hernia and fistula with recurrence and underwent a mesh removal operation.

Manufacturer narrative:
Although a lot number was reported, the lot number is invalid and therefore, an internal investigation cannot be performed. The conclusion remains unchanged. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 on september 13, 2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is 510572-933. No other information was reported. Although a lot number was reported, the lot number is not valid, and the lot associated with this event remains unknown. As reported in the initial: during the hernia repair surgery, the surgeon implanted a strattice mesh, reference no. (B)(4). After surgery, the patient returned to the hospital on or about (B)(6) 2015, was diagnosed with a recurrent incarcerated incisional hernia and fistula with recurrence and underwent a mesh removal operation.